Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The disposable sample was discarded by the hospital and is not available for laboratory investigation. The set has not been replaced during treatment. No details were available such as lot number, therefore manufacturing date and date of expiration are not available.

Event description:
Customer reported about noise coming from the cardiohelp. Circuit was on a patient for four days, it started making an odd humming sound from the hls. Patient expired while he was still on the circuit. (B)(4).